Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, a f/u CT scan showed a proximal type I endoleak associated with the trunk and distal migration of 7 cm of the device down to the bifurcation. It was also reported the contralateral leg component had migrated distally 7 cm with no evidence of endoleak or vessel coverage. The migration was reportedly related to the dilation and angle of the proximal neck (<60 degrees). On (B)(6) 2013, an add'l procedure was performed whereby two gore excluder aaa endoprostheses were implanted for proximal and distal extension on the existing devices. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Additional device implanted and involved in this event: pxc121000/05444588.